Manufacturer narrative:
A ge representative evaluated the system and replaced the camera, image intensifier, and image intensifier power supply. System operates as intended.

Event description:
It was reported that the image is blurry and the camera will not focus. No patient injury was reported.